Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was 421 mg/dl. She treated her blood glucose level with a manual injection. The customer was nauseous, had blurred vision, and was not feeling well. The customer treated her blood glucose level with a manual injection. In the alarm history a no delivery and low reservoir alarms were found. The no delivery alarms were recurring. The up and down arrow buttons were sometimes unresponsive. The infusion set had a bent cannula. The device was not returned.